Manufacturer narrative:
The device has not been returned to animas. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. During troubleshooting, multiple training/misuse errors were noted. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.